Manufacturer narrative:
Manufacturing reference number 1627487-2019-04519, should not have been reported as a medical device report (MDR) as there is no indication that the device was manufactured by abbott cardiovascular & neuromodulation.

Event description:
Reference MFR. Report#: 1627487-2019-04518.reference MFR. Report#: 1627487-2019-04520.

Manufacturer narrative:
Concomitant medical products and therapy dates: model: mn10200, drg ins, therapy date: unknown, model: mn10450-50a, drg lead, therapy date: unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 3. Reference MFR. Report#: 1627487-2019-04518, reference MFR. Report#: 1627487-2019-04520. It was reported the patient's drg system was explanted for an unknown reason. The date of explant is also unknown.

Manufacturer narrative:
Upon review, this device should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event. The patient's drg system was removed in order for patient to undergo a contraindicated procedure.